Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an open fuse. The most likely root cause of the reported event can be attributed to forced, improper connection of the controller cac adapter, which led to a high voltage input on the data line. This issue is addressed via an internal investigation opened by the manufacturer. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02348 and 3007042319-2016-01344) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient's controller was alarming a high priority alarm with no message on the controller screen. When the vad coordinator attempted to download data, the controller gave a high priority alarm and restarted. It was also reported that batteries and controller could not be connected to port 2 due to a twisted inlet within the port. The patient's controller was exchanged without issue.